Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and recommended provocative testing and diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue being monitored.